Manufacturer narrative:
(B)(4). The investigation was completed on 07/08/2015. The failure was due to a defective tantalum capacitor.

Event description:
On (B)(6) 2015, abbott point of care (apoc) was contacted by a customer who reported that analyzer sn (B)(4) was emitting a burning smell. The customer states that the rechargeable battery, when removed was hot to the touch. Customer then inserted 9v lithium batteries and they also were hot to the touch after a short period of use. The customer states the analyzer was operating with rechargeable and batteries with a red (fused) battery carrier. Apoc has determined that a component failure within the analyzer circuitry, may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. However, the customer states that rechargeable batteries and also a red fused battery carrier was being used. Therefore the analyzer is unlikely to become hot to touch. The product was replaced and returning for investigation. Based on the information available, there were no patient or user related injuries associated with this complaint.

Manufacturer narrative:
(B)(4).